Manufacturer narrative:
Additional information was added to h6 and h11: h11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed a black partially encapsulated particulate matter inside the tubing. The reported condition was verified. The particulate matter was determined to be intrinsic to the manufacturing process, identified as pin buildup of burnt plastic material broken off during the tubing extrusion process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) inside the tubing of a homechoice automated pd set with cassette. This was observed while priming the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.